Event description:
The st. Jude medical rep reported that during a follow-up the device did not appear to be sensing. The lead was replaced in an attempt to troubleshoot the anomaly. The device was still unable to sense. The physician decided to explant the device.